Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The left common femoral artery was reportedly moderately calcified. Per the special patient populations section of perclose proglide device instructions for use the safety and effectiveness of perclose proglide devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site.

Manufacturer narrative:
(B)(4). Although the customer initially reported the device was not returning, the device was subsequently received for evaluation. Evaluation summary: the device was received for evaluation. The reported needle-to-cuff miss was confirmed; analysis of the device indicated that an anterior needle-to-cuff miss occurred, evidenced by the anterior cuff remaining in the anterior foot pocket and the rim of the anterior cuff being bent. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic procedure, arteriotomy closure was attempted of a moderately calcified left common femoral artery using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.